Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The healthcare provider was concerned about excess residuals at pump refills. The reporter did not believe the patient was doing poorly. No drug, patient symptoms or interventions reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.